Manufacturer narrative:
(B)(4). The customer advised physio-control that after evaluation of the device, it was determined that an internal connection to the therapy pcb assembly was loose. The customer did not have specifics on what particular connection was loose, as there are several connections into the therapy pcb assembly.  This loose connection led to the intermittent recognition of the therapy cable assembly.  After re-seating this connection, proper device operation was observed through functional and performance testing.  The device was returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that during a patient event, their device would not recognize the defibrillation hard paddles assembly. The customer indicated that this report was passed through multiple people and additional details/clarification of the event were unavailable. During additional subsequent testing, the device was only intermittently recognizing a connection of the defibrillation therapy cable assembly. There was no report of any adverse effects caused to the patient during the reported event.